Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that e216 error occurred due to a communication failure caused by a cable failure. The cause of the cable failure could not be identified. According to the instruction manual otv-s300, chapter 10, troubleshooting, 10.2 troubleshooting guide, e216 is an error that occurs when communication with the camera head fails. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the hd 3cmos autoclavable camera head was being prepared prior to use when it relayed an error message to the monitor (e216- scope communication error). The customer reported the scheduled patient procedure (therapeutic laparoscopic cholecystectomy) was completed with the same equipment. No adverse effects to patient reported.

Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue could be confirmed; error e216 occurred when the camera cable was shifted. Examination showed the camera cable was twisted near the camera body. The error occurred due to a damaged cable making an incomplete connection. Examination of the device showed a small scratch on the camera head. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.